Manufacturer narrative:
Philips service replaced the bios battery and restored the device functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system required f1 on startup and the bios battery was not retaining the time on an allura xper fd20/10 & fd20/20. The clinical use of the system was outside of use. There was no reported patient or user harm.